Event description:
A (B)(6) old male pt contacted zoll customer support to report that the top of his monitor came off. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon evaluation, the monitor end cap was separated from the case and the white wire bundles were pulled from the computer/ analog (ca) board which affected the monitor's ability to communicate with the electrode belt. The disconnected wire bundles are a result of the separated monitor case. The root cause of the separated case cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged case. The pt received a replacement monitor.